Event description:
As reported from our affiliates in france, during a transfemoral transcatheter aortic valve replacement (tavr) procedure of a sapien 3 valve, the balloon on the delivery system was punctured and the valve was unable to be deployed. The delivery system with valve was unable to be withdrawn through the esheath and a surgical cutdown was performed to withdraw the system. Patient was stable after the procedure.

Manufacturer narrative:
The investigation is ongoing. Device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for review. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU/training manuals, it states to completely unflex the delivery system prior to removal to minimize the risk of vascular injury. It notes that narrow, calcified sinotubular junction (stj) is a factor that may affect the thv deployment characteristics. Additionally, it is noted that if the delivery system balloon bursts or leaks during deployment without thv embolization, do not use excess force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath) while maintaining guidewire position. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for balloon leakage and inability to withdraw delivery system with valve through the esheath were unable to be confirmed as neither the device nor applicable procedural imagery was provided for evaluation. A manufacturing non-conformance was unable to be determined. Additionally, a review of the manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of the IFU and training manuals revealed no deficiencies. As reported, 'during a procedure, it was impossible to deploy the valve because the balloon was punctured.' Additionally, 'the valve was very calcified'. As the delivery systems are 100% tested for leakage, and as this issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. Calcifications along the patient anatomy can create sharp nodules which can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the physician positioned/deployed the transcatheter heart valve (thv), it is possible the balloon negatively interacted with the patient's calcified vessels/leaflets and may have become punctured. In this case a definitive root cause was unable to be determined. Available information suggests that patient factors (calcification) may have contributed to the event. As reported, 'the device was impossible to remove in the esheath, that's why the patient needed a vascular surgery to remove the system.' It was reported that 'the access were tortuous, the aorta also.' It is possible that the tortuosity within the patient's arterial anatomy contributed to the reported withdrawal difficulties. The presence of tortuosity can create challenging anatomy which can create non-coaxial withdrawing angles causing the thv to catch onto the distal tip of the sheath, and therefore contribute to the withdrawal difficulty reported. In this case, a definitive root cause was unable to be determined. Available information suggests that patient factors (tortuosity) and/or procedural factors (non-coaxial withdrawal) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.